Event description:
User noted patient calcium results drifting high. Seventeen patient samples were sent to another laboratory for repeat testing. One example provided. Initial result 10.6 mg/dl, repeat result 8.8 mg/dl. Initial result was not reported. Result from other laboratory reported. The field service representative determined there was a problem with the calibrator material and recalibrated with a fresh calibrator which improved the performance of the assay. Performance tests were performed which were within specification.